Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents and passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, and self tests. However, the pump gave an unexpected restart alarm after the battery change due to a voltage leak. The pump was tested with a water filled reservoir. The units left at the pump display matched properly the units left on the test reservoir. The pump was monitored and no unexpected off no power, battery out limit, or excessive no delivery alarms occurred during testing. No damage was found on the lcd isolation tape during visual inspection. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the insulin pump had a blank display and was stuck on prime rewind loop. The customer's blood glucose was over 439 mg/dl at the time of incident. The customer's blood glucose was 298 mg/dl at the end of call. The customer stated that she treated her high blood glucose by giving bolus. The customer checked the insulin pump alarm history and found battery out limit alarms, no delivery alarm and an unexpected restart alarm. The customer stated that she received an off no power alarm and stated that it was cleared. The customer was unable to troubleshoot at the time of call. The customer stated that the batter was not previously used. The customer stated that the insulin pump was neither dropped nor bumped. The customer stated that there were no unattended alarms. The customer stated that the battery cap was not damaged. The insulin pump will be returned for analysis.